Manufacturer narrative:
The event occurred on an unspecified date in 2014. (B)(6). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The patient was hospitalized for previous event of peritonitis and remained hospitalized for this event. The cause of the event, treatment details, action taken with dianeal therapy, and the patient's recovery status were unknown. No additional information is available.